Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Low bg cause was not known. Customer either consumed carbohydrates or glucose tablets to address bg, but they could not recall which one was used. Recommendation was made to consult with a healthcare provider to discuss diabetes management.